Manufacturer narrative:
Additional device implanted and involved in this event: (B)(4). (B)(4). The review of the manufacturing paperwork verified the lots met all pre-release specifications. The root cause of the patient's death could not be determined with the information provided.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. No issues, complications or adverse events were reported during the initial implant procedure. Later that same day, the patient was reportedly taken back into the operating room for emergent repair of a ruptured external iliac artery at the access site. It was reported the patient did not survive the procedure undertaken to repair the artery. The physician reported, the post mortem showed no post-implantation issues with the endoprostheses. Multiple attempts were made to obtain additional information on this event. The physician has stated, no additional information will be provided.